Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, bleeding, erosion, infections, vaginal scarring and urinary problems. Pt had revision surgeries (B)(6) 2011 and (B)(6) 2012. No other info is available.